Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> d13071034. Device history review ==> a manufacturing record evaluation were performed for the finished device (B)(4), lot d13071034, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Revision patella; patient underwent primary tkr on (B)(6) 2013 where a pfc cr fixed bearing implant was utilised. Patient has presented with anterior knee pain. Bone scan shows the patella to be hot. A decision was made to open the knee to determine the source of the pain (B)(6) 2019. On opening the knee, it appeared that the patella may have experienced some avn as the patella component was unsupported in and around the superior pole. The patella component was re over and a new patella cemented in. While the knee was open, a decision was made to exchange the poly bearing.